Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a laparoscopic keyhole surgery with the cv-190 and the ch-s190-xz-e, scope communication error e216 appeared on the monitor and endoscopic image disappeared. After the user rebooted the two devices, they worked properly. The user completed the procedure by using the two products. This is a report for cv-190.